Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of his wife's high blood glucose levels and hospitalization. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's husband states the device failed to deliver the units to treat the high blood glucose cause the customer to ending up in the emergency room. Troubleshoot was declined. The customer states once they connect back to the pump, they will call the help line. Nothing is being returned at this time.